Event description:
It was reported that the user experienced hypoglycemic events while using the ilet system, described as occurring during sleep and after exercise, with the cause not determined and no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported hospitalization or medical intervention. Investigation included a review of available user feedback and plans to obtain additional event details. Investigation of this case revealed insufficient information to identify a device-related malfunction or use issue. It was concluded that the cause of the hypoglycemic events remains unclear and that no device malfunction has been established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.